Event description:
It was reported that the pouches for thirty (30) minicaps were not properly sealed. The end where the patient would open the pouch was not sealed all the way and the opposite end of the pouch was not sealed all the way. This occurred during setup of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: thirty-five (35) samples were received for evaluation. A visual inspection was performed with the naked eye which noted the pouches presented voids in the seal located at the top and the bottom of the pouches. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.